Event description:
Customer reported the screen went blank and all the lights came on when taking an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib battery and reseated board and cable connectors. System operates as intended. This MDR is related to ge healthcare complaint number.